Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the nav-ring accept key is not working.the customer reported the device was in use on a patient but there was no patient harm.

Manufacturer narrative:
The field service engineer (fse) found the device was being tested, no patient involvement. The reported problem was confirmed. The unit was repaired. The ventilator was in working condition for patient use. Rp-bezel,front,non-eng,gray, coated was replaced to address reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.